Manufacturer narrative:
The pod arrived not deployed with the slide insert and soft cannula not visible through the top and bottom housing respectively. A drive stall was observed. A dip in pulse width in conjunction with a failure to transition indicates that the hook talons failed to transition. The pod was reset, connected to an unused controller, completed both priming sequences and programmed a 5u bolus successfully. However during the rerun the pod had generated an 0x5c alarm indicating open count too low at end of prime, but did not replicate the failure to transition abnormality. No damages or manufacturing defects were observed that would contribute to the failure to detent. The cause of the failure to detent the gear and reported needle mechanism failure complaint could not be conclusively determined.

Manufacturer narrative:
The device has been returned/received.. A supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone 14.7. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that the needle did not deploy when the pod was activated; this indicates a needle mechanism failure. The pod was not worn. No impact to the patient's glucose level was reported.